Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One certain® low profile one-piece abutment 4.1mm(d) x 2mm(h) (ilpc442u) was returned for investigation. Visual evaluation of the as returned product identified that the screw fractured at the threads. Signs of use on the device. Functional testing could not be performed since the device was fractured. Pre-existing conditions was none as per the per. The device was located at tooth site 25 for approximately 2 years and 5 months. Per the applicable IFU, it is stated that improper technique can lead to device failure. Additionally, breakage may occur when device is loaded beyond its functional capability. Device history record review could not be performed as the lot number associated with the reported device was not available. However, zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products within specifications. A year-long complaint history review by item number (ilpc442u) was performed for similar events and no complaint about nonconforming products was identified. April post market trending was reviewed and there were no actionable events or corrective actions for the reported event (functional: fracture: screw) or products (ilpc442u). Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4). Weight unknown / not provided. Additional device information unknown / not provided. Device manufacturer date unknown / not provided.

Event description:
It was reported that the abutment placed at tooth site 13 fractured at the screw portion and it was removed. Procedure was completed by using another product.